Event description:
It was reported that a cartridge alarm 05 occurred. And that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available. Customer's blood glucose level was 165 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.